Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime/delivery tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 140 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.